Manufacturer narrative:
Motor error alarmed during rewind due to out of phase motor encoder signal. Unable to confirm e70 alarm and perform displacement test due to motor error alarms. Cracked reservoir tube lip and scratched display window noted.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 283 mg/dl. Troubleshooting was performed. The device was returned for analysis.